Manufacturer narrative:
The pump was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the reservoir compartment was damaged and missing pieces. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.